Event description:
It was reported that the bd syringe 50ml ll plunger movement was difficult. The following information was provided by the initial reporter: record opened in reference to response from (B)(4). Per original communication: our anaesthesia team in the operating theatre has encountered issues when using it, as the pump issues an occlusion warning when administering the induction dose during anaesthesia via tci, and the flow rate rises to as high as 800 ml/hour. Per response on 23mar2026: it was mentioned as several occasions. Could you please provide the date of event? Approx from 11/3 to today. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No patient impact has been reported. But extra effort has been needed to secure that the patient get the correct amount of anastesia medication. What pump was being used? B. Braun space plus.

Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. The silicone used in this product is medical grade and is applied during syringe assembly to ensure smooth plunger movement. Throughout the manufacturing process, silicone content, breakout force and sustaining force testing are performed on each lot to assess plunger performance. Results for the suspected lots were reviewed, and no issues were identified. Production and inspection records were reviewed confirmed that all manufacturing and quality processes were performed as intended. Retained samples of each suspected lot were used for additional evaluation. These samples were thoroughly inspected, no damage or defects were observed and the plunger moved smoothly along the barrel. Additional testing confirmed that silicone content, breakout force, and sustaining force were all within specification. Given no sample was available and based on the evaluation of the retained samples and device history review, we did not identify an issue with the product reported therefore a root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.